Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion test and displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during the manual prime. The drive support cap did not appear to be damaged and had not been exposed to a strong magnetic field. The manual prime was successful without a recurrence of the alarm. No blood glucose reading was provided. The insulin pump will be replaced and returned for analysis.